Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent the tha surgery for oa with the stem in question. The patient did not complain of any subjective symptoms, etc., and a breakage of the stem was found in a photograph taken during a regular medical examination. Since the patient's condition is stable, there is no plan for revision at this point. This is the 3rd case of a stem breakage in a patient in charge of this surgeon.